Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alternative testing site was used, patient rotates from alternate testing sites to take bg readings to calibrate the dexcom cgm system.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient rotates from alternate testing sites to take bg readings. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that an alternative testing site was used (arm) to calibrate the dexcom cgm system. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a finger stick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a finger stick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4).